Event description:
As reported, the 6f 100 cm vista brite tip guiding catheter became twisted, kinked during standard manipulation, and entrapped, requiring vascular surgery to assist to remove it from the femoral vessel. The procedure was successfully done via the left femoral access and st-elevation myocardial infarction (stemi) was addressed. Retrograde iliac dissection was noted and no suitable stents were available in hospital to address and it was initially stable for observation. Patient then needed iliac stents brought in by vendor and appropriately addressed. The procedure was reported as vascular access, cardiac cath, stent. The device will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
As reported, the 6f 100 cm vista brite tip guiding catheter became twisted, kinked during standard manipulation, and entrapped, requiring vascular surgery to assist to remove it from the femoral vessel. The procedure was successfully done via the left femoral access and st-elevation myocardial infarction (stemi) was addressed. Retrograde iliac dissection was noted, and no suitable stents were available in hospital to address and it was initially stable for observation. Patient then needed iliac stents brought in by vendor and appropriately addressed. The procedure was reported as vascular access, cardiac cath, stent. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The reported ¿catheter (body/shaft) withdrawal difficulty from vessel, catheter (body/shaft) kinked/bent, and artery dissection¿ could not be confirmed as the device was not returned for analysis and no images were received for review. Based on the limited information available, the exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter may have also been a contributing factor the reported event. Excessive manipulation of the catheter may have led to the kink. Consequently, that could have led to the difficulty in removing the catheter from the vessel. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a kinks, bends, and even separations. Arterial dissection occurs when a small tear forms in the innermost lining of the arterial wall. Blood is then able to enter the space between the inner and outer layers of the vessel, causing narrowing (stenosis) or complete occlusion. It is possible that excessive manipulation at the access site/access vessels during the procedure can disrupt vessel intima. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.